Manufacturer narrative:
During the eval of the device at the MFR's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board was replaced to address these issues. A failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.